Manufacturer narrative:
Medical products: fge catheter, biliary, diagnostic.

Event description:
Amann 2000, a wire-loop technique for removal of migrated and embedded biliary stents. Four weeks earlier she had two 8.5f, 15 cm, straight, barbed, endoprostheses (soehendra-tannenbaum stent; wilson-cook medical inc., (B)(4)) placed into her biliary system to treat biliary tract obstruction. These stents had been placed in the right and left ductal systems with proper placement confirmed endoscopically and fluoroscopically. Her liver function tests had returned to normal except for mild elevation of alkaline phosphatase. At presentation she had no jaundice but had complaints of fevers, dark urine, and mild right upper quadrant pain. At ercp the previously placed stents were embedded into the contralateral duodenal wall, with inflammation and ulceration in the mucosa surrounding the stents. The flanges on the extraductal portions were buried in the duodenal mucosa. Multiple attempts were made to remove the stents using a standard endoscopic oval snare (sensation snare, microvasive). In addition, attempts to push or pull the stent out of the mucosa with a rat-tooth grasping forceps (olympus) were unsuccessful.